Manufacturer narrative:
The device history record for complaint lot was reviewed, product was found to meet all product specifications and release requirements. No issues were documented during manufacture which would contribute to this failure. Investigation concluded the reported drape hole was caused by an unglued area (adhesive issue). This is the first incident reported for open gussets on this product, this incident is considered an isolated event. Personnel involved in manufacturing were notified of the incident to raise awareness. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in this complaint is not available for evaluation. A follow-up report will be provided upon conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
During the procedure, a tear was discovered in the drape. There was no injury to the patient and no medical treatment required. Sterile field was compromised due to tear.